Event description:
It was reported that during a fistula gram procedure, a balloon rupture occurred. Vascular access was obtained via the arm. The 95% stenosed target lesion was located in the non-tortuous and non-calcified brachiocephalic vein. The 8.0 x 80, 75cm mustang balloon was selected for dilatation. The mustang balloon did encounter significant resistance during the procedure. The mustang balloon ruptured upon the 3rd inflation at 24atms (1st inflation was at 18atms / 2nd inflation was at 20atms). The device was removed from the patient successfully. The procedure ended and the physician decided to reschedule for another day. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a fistula gram procedure, a balloon rupture occurred. Vascular access was obtained via the arm. The 95% stenosed target lesion was located in the non-tortuous and non-calcified brachiocephalic vein. The 8.0 x 80, 75cm mustang balloon was selected for dilatation. The mustang balloon did encounter significant resistance during the procedure. The mustang balloon ruptured upon the 3rd inflation at 24 atms (1st inflation was at 18 atms/2nd inflation was at 20 atms). The device was removed from the patient successfully. The procedure ended and the physician decided to reschedule for another day. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and determined that the single lumen shaft of the device was broken. Initial examination of the returned device noted that the balloon material was torn circumferentially at approximately 35mm distal to the proximal transition zone. The single lumen shaft inside the balloon was broken at the distal end of the proximal radio-opaque (ro) markerband. The broken section of single lumen shaft, the distal portion of circumferentially torn balloon or the distal tip were not returned for analysis. A tactile examination of the shaft of the device noted that it was kinked at approximately 560mm distal to the strain relief. A hydrophilic coated guide wire was returned with the device with the guide wire returned in two sections. It was broken at 1m 7cm. The coating on the guide wire was stretched and bunched in appearance for a distance of 149mm at approximately 920mm distal to its proximal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be user related as the dfu states the following: "do not exceed the rated burst pressure". (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).